Event description:
Obtaining blood glucose results of 613 mg/dl and 700 mg/dl (the device's numeric reading range is 10-600 mg/dl), while using the suspect device. Based on these results, pt reportedly delivered 65 units of 70/30 insulin. An unspecified time later, pt reported feeling dizzy, weak, sweaty, and nauseous. Pt indicated that she was walking on a treadmill. Pt reportedly dropped the suspect device in water and was unable to conduct add'l tests. Seven hrs after obtaining values of 613 mg/dl and 700 mg/dl, pt reportedly phoned her physician and was advised to come in for an exam. Pt indicated that, after 2 hrs of waiting to see the physician, she decided to go home. No treatment was received. Pt stated that, once home, she had a glass of juice and went to sleep. Pt's current condition: "a little dizzy." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.